Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from:apex, cfu:n.d, bacterial identification:n/a. Sampling from: forceps channel, suction channel, cfu:0cfu, bacterial identification:n/a. Sampling from:air/water channel, cfu:0cfu, bacterial identification:n/a. Sampling from:sub-water channel, cfu:0cfu, bacterial identification:n/a. No bacteria were detected from the results of third-party culture tests provided by service business center. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.